Event description:
The patient was brought to the ER by ems with CPR in progress. The life pak 8 was attached and it was determined that the patient needed "pacing". The correct pads were applied and the external pacer cartridge was inserted into the life pak unit and turned on. It worked for six seconds and stoped. A different unit was then used which functioned correctly. The patient ultimately expired. It was not felt that the failure caused the death, but it "failed to help"device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, telemetry failure, cassette. Conclusion: device failure indirectly contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.